Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department for decompensated heart failure. It was noted the patient had not had a device check since implant three months ago. Interrogation of the device found loss of capture on the rv lead; x-rays showed the rv lead was dislodged towards the atrium. A lead revision was performed and this rv lead was explanted and replaced without complications. No additional adverse patient effects were reported. The explanted lead was considered contaminated and was discarded after the procedure.